Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
An ophthalmologist reported a patient with a decrease in vision following an intraocular lens (iol) implant procedure. A yag laser was performed; however, the surgeon does not feel that an "after cataract" is the cause of visual impairment. The lens remains implanted.